Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a leak in the absorber. The drain valve o-ring and top seal were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit, during preuse checkout, lost the ability to mechanically ventilate in pressure mode. There was no report of patient involvement.